Event description:
A nurse reported to baxter that a small plastic damping plate was damaged/crumbled. As a result the pump occlusion was misaligned and this lead to the leak in the blood lines. There was patient involvement, but there was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.